Event description:
Reportable based on device analysis 05-oct-2018. It was reported that the device was kinked. A guidezilla ii was selected for use. During the procedure, the device got kinked and the usage of the device was stopped. The procedure was completed with different device. No patient complications reported. However, device analysis revealed partial separation of the collar arms. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 6f guidezilla 2 guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed tip damage (misshapen), a kink in the hypotube 2 mm from the collar, a kink in the distal shaft at the distal end of the collar, and a partial separation (collar arms separating). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.